Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, on (B)(6) 2010 the patient underwent revision of the mesh due to exposure. In (B)(6) 2012, excision of vaginal mesh took place under general anesthesia due to mesh exposure. In (B)(6) 2016, the following were noted: examination under general anesthesia, suturing of the vaginal wall of the left side, endocervical biopsy for vaginal bleeding, possible exposed mesh, vaginal tear, and scar tissue observed intra-op. There was no evidence of mesh exposure at that time. The patient also experienced vomiting, nausea, epigastric pain, elevated white blood cell count, and presumed urinary tract infection (uti). The patient also experienced sepsis, likely secondary to uti, and tachycardia. In (B)(6) 2020, the patient was experiencing urinary urgency and pelvic pain. In (B)(6) 2020, the patient experienced mesh exposure, dyspareunia, overactive bladder, stress urinary incontinence (mixed incontinence), and underwent a revision/excision of the vaginal mesh and placement of axis dermis and transurethral bulking.